Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor and was unable to duplicate the reported intermittent image issue. However, they did find that the image on the screen would shift intermittently. The service representative was unable to isolate the shifting image to a specific component. As a result, the customer was provided with a glidescope gvm video monitor as a replacement. Since the customer received a replacement video monitor, the returned video monitor was scrapped. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image would disappear. A second glidescope avl system was used to complete the procedure, however the length of delay while preparing the second device was not reported. No harm to patient or user was reported.